Event description:
Hook tip detached from instrument during surgical procedure. It was determined by x-ray examination that the portion missing from the instrument was remaining in the pt. Irretrevable by the surgeon. Dr attempted retrieval but due to the location, size and composition of this metal part, he chose not to remove it. Size is the same as a slip used during procedure.